Event description:
The patient underwent a circumferential liposuction procedure on the thighs utilizing a suction lipoplasty system. Upon arousal from anesthesia the patient complained of pain in the right thigh. Two/three days post procedure the patient presented with a large blister (80mm x 50mm) on the right upper back of the leg, which developed into a full-thickness area of skin necrosis.

Manufacturer narrative:
It is possible to produce skin necrosis if there are repeated end hits, excessive ultrasonic energy dosimetry (excess time), or inadequate wetting solution volume infiltrated into an area. There was adequate fluid infiltration (>2000ml). The vaser probe was used at a relatively low amplitude setting (30%). There was approximately a 30 minute amount of vaser time in which the ultrasonic probe was energized to fragment fat. In the medical reviewer opinion based on reasonable medical probability this was not the result of a device malfunction, but that of a technical mistake by the individual performing the procedure. Skin necrosis is a very rare adverse event associated with use of this device, as there are side rings at the end of the probe that allow for the ultrasound to be radiated sideways. Burns and ensuing tissue necrosis can nevertheless occur if there are repeated end hits where the end of the ridged probe contacts the undersurface of the dermis and tissue heating occurs. Vaser procedure suggestions (240-0022) states to prevent end-hits or punching into the dermis from below. Place incisions so that probe movement is generally parallel to the skin. Do not try to go around tight corners- this results in potential end-hits. Given the location of the burn, this most likely happened because the operator was not paying attention to the end of the probe and repeated end hits occurred.